Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading 50 mg/dl and the insulin pump went into threshold suspend but his blood glucose was 150 mg/dl. Customer has noticed bent cannulas on prior sensors. Troubleshoot was performed and by the end of the call the sensor was reading 119 mg/dl and blood glucose value was 211 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.